Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the pacemaker incorrectly gave an alert for eri. The diagnostic anomaly was suspected to be due to cautery exposure. Patient was reschedule to come in to clinic for reprogramming.

Event description:
New information noted that the patient was seen in clinic and the pacemaker was reprogrammed to resolve the issue. Patient would be monitored.